Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload inside a sample bag. The cartridge reload was received fully fired; the body was broken in three pieces and the pan was detached and missing. While no conclusion could be reached as to how the pan became dislodge from the reload and the cartridge damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a partial gastrectomy. The device was fired 3 times with green reload successfully. On the 4th firing, 1st stroke, the device jumped and the surgeon completed rest of firings. The staple line and staples were fine. When tech went to reload for the 5th firing, it was noted the cartridge was broken in three pieces and the sled was still stuck in the jaws. Another device was used to completed the case. There was adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fourth. During which stroke did the event occur? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, but appeared to jump when firing instead of being fluent. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? I am not sure how it broke in three pieces. When the tech was removing cartridge it came out in three pieces with the metal sled/tray separated and still inside the pocket of the jaws. What were the patient's pre-existing conditions? Cancer. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 2+. Was there a recent conversion to ees devices in this account or with this surgeon? No.